Manufacturer narrative:
A companion sample was returned to the manufacturer sealed in the prepackaging. Gross visual examination did not identify any defects or prepackaging. Gross visual examination did not identify any defects or abnormalities. The dialyzer was subject to a laboratory bubble point test (internal leak test) where no leaks were observed. The integrity of the dialyzer and the fiber membrane remained intact. The reported complaint is not confirmed. Additionally, a review was performed on the sub-assembly lot numbers used in the production of the finished lot. There were no non-conformances in any of the raw materials used in finished lot production; however, a supplier non-conformance was associated to the raw material used for molded components. All discrepant molded components were inspected and discarded prior to use in the dialyzer assembly lines. Additionally, the reported dialyzer lot sub-assembly components were compared to the corresponding bill of materials. It was confirmed that the correct components were used during the manufacture of this lot. The medical records provided were reviewed by a fresenius clinical specialist who concluded that on (B)(6) 2015, this patient experienced nausea, vomiting and a severe headache. In addition, the patient was having catheter spasms that required staff to reduce the blood flow rate. Patient's dials was shut off 1 hour early and the patient was discharged home, ambulatory. According to the hemodialysis registered nurse, the patient has used the same type of dialyzer since starting. However doctor ordered patient be switched to a different product (B)(6) 2015. Documentation in the medical records do not reveal any patient allergy to the product. The records do not contain any current lab work for review including bicarbonate or sodium levels. There are no diagnostic tests in the record for review. There was no documentation in the records that states there is a causal relationship between the dialyzer or the venofer and the patient's headache, nausea or vomiting.

Event description:
Additional information: on (B)(6) 2015, this patient presented at the hemodialysis clinic. His vital signs pre-dialysis that morning were: blood pressure 159-93 and regular, respirations 18 and temperature 97.1. Patient started at 06:06 at 07:36, the patient began complaining of pain from his right jugular tunneled catheter. He described the pain as a tugging/sucking down feeling inside his heart. Patient was administered oxygen and the blood flow rate (bfr) was turned down to 300 and administered 100cc normal saline. Blood pressure at that time was 142-90 and pulse 73. At 07:52, the dialysis lines were reversed for spasms in his catheter. Patient's dialysis was turned 1 hour early (09,19) due to nausea, vomiting and a severe headache. At that time, the patient's blood pressure was 155/105 and pulse was 62. Patient was discharged home, ambulatory.

Event description:
An inpatient user facility reported during hemodialysis treatment, the pt became sick with a severe headache, nausea and vomiting. The pt ended treatment 1 hour early as a result of these symptoms. It was noted the pt has only had a total of 5 treatments in center which started on (B)(6) 2015. The pt has used the same type of dialyzer since starting; however the doctor ordered the pt be switched to another manufacturer's dialyzer starting on (B)(6) 2015. No med intervention was required and the pt left the clinic ambulatory. A sample is not available for manufacturer eval.

Manufacturer narrative:
Plant investigation has not yet been completed and med records are being reviewed. A follow up report will be filed upon completion of the investigation.